Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone add'l surgeries and revisionary procedures. The patient also experienced infection and urinary problems. No add'l info is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted due to cystocele, rectocele and enterocele with concurrent vaginal enterocele repair and cystoscopy. No additional information was provided.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion patient experienced yeast vaginitis.

Manufacturer narrative:
Date sent to FDA: 07/20/2017 it was reported that following insertion the patient experienced mixed urinary incontinence, urinary tract infection and urinary frequency.